Event description:
During a phone conversation a distributor it was indicated that a pt experienced pain and bleeding due to a "damaged" catheter. The info rec'd indicated the pt found 3 devices within the box that were also damaged. However, only one product was returned.